Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: late seroma and rotation.

Event description:
Brazil. Allegedly a patient who underwent a breast surgery augmentation on (B)(6) 2022, develop on her left breast, a capsular contracture baker grade iii and a device rupture was observed. Additionally, a rotation and late seroma was observed in both breasts r: (B)(6). L: (B)(6).